Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, error message e216, and debris on the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the noisy image and error message e216, is due to a wet connector and light guide prong, the error was cleared after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject had no image. The issue was found during set up/inspection for use. There were no reports of patient involvement.